Event description:
Per the clinical trial report, a left ilio-femoral dissection was noted during withdrawal of the sheath the end of the trans-femoral aortic valve implant procedure. The access vessel diameter was 9.0 mm, with severe vessel calcification and mild vessel tortuosity. As the sheath was retracted, extravasation of contrast was noted. The sheath was removed with the assistance of an occlusion balloon from the contra-lateral side. The dissection was resolved with ballooning of the iliac artery. The patient was stable and transferred to the post care unit.

Manufacturer narrative:
The device was not returned to edwards for evaluation. A device history record (DHR) review for this device showed that the introducer sheath set met specification prior to its distribution. Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the transcatheter aortic valve replacement procedure and use of the transcatheter avr devices. There are several factors that can contribute to vascular complications including patient anatomy, vessel characteristics, and procedural factors. The exact cause for the reported vascular complication in this case is not known; however, per report, the patient had a history of peripheral vascular disease and the access vessel was severely calcified, both of which could have contributed to the reported dissection. Furthermore, per the report, the incident was not caused by a device malfunction. No additional actions are possible at this time.